Event description:
During a ptca/stenting treatment procedure, the viva 20/1.5 mm balloon ruptured at 7 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous lad coronary artery. The physician used a miracle guidewire and a mach1 guide catheter to cross the lesion. A goryn balloon would not cross the lesion, so the viva 20/1.5 mm balloon was being used to predilate the lesion for placement of a driver stent, but ruptured on the initial inflation. The viva 20/1.5 mm balloon was removed and replaced with antoher balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.